Event description:
It was reported that patient presented to clinic with high atrial lead capture threshold. The physician opted to cap and replace the atrial lead on (B)(6)2021. There were no patient consequences and patient was stable.